Event description:
Bacteriological testing was not performed. Symptoms recovered following medical treatment. Clinical judgment of inflammation was determined as non-infectious. The inflammation inside of the anterior chamber was extremely at a mild level.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-(B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported postoperative endophthalmitis following a pea and intraocular lens (iol) implant procedure. The patient was treated with medication, but the symptoms returned upon completion of the medication. The patient experienced ocular hyperemia and eye discharge. Inflammatory cells increased and the patient was treated with additional medication. Product sample is unavailable for return as it remains implanted.